Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign-body material has been removed') in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a female patient who had essure (batch no. 654843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced back pain (seriousness criterion intervention required). On an unknown date, the patient experienced osteomyelitis ("jaw infections"), fatigue ("fatigue") and burnout syndrome ("burn-out-like symptoms"). The patient was treated with surgery (essure removal), physiotherapy, osteopathy and treatments with dentist / maxillofacial surgeon. Essure was removed on (B)(6) 2015. In (B)(6) 2015, the back pain, osteomyelitis, fatigue and burnout syndrome had resolved. The reporter considered back pain, burnout syndrome, fatigue and osteomyelitis to be related to essure. The reporter commented: previous use of essure was denied lot number: 654843, manufacture date: 2009-07, expiration date: 2012-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-apr-2021: quality safety evaluation of ptc. A lot number was received. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a female patient who had essure (batch no. 654843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced back pain (seriousness criterion intervention required). On an unknown date, the patient experienced osteomyelitis ("jaw infections"), fatigue ("fatigue") and burnout syndrome ("burn-out-like symptoms"). The patient was treated with surgery (essure removal), physiotherapy, osteopathy and treatments with dentist / maxillofacial surgeon. Essure was removed on (B)(6) 2015. In (B)(6) 2015, the back pain, osteomyelitis, fatigue and burnout syndrome had resolved. The reporter considered back pain, burnout syndrome, fatigue and osteomyelitis to be related to essure. The reporter commented: previous use of essure was denied quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: essure indication, removal date and lot number provided; foreign-body material has been removed was deleted as event and considered as back pain treatment, new events jaw infections, back pain, fatigue and burn-out like symptoms added; events outcome and treatment added a lot number was received. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a 41-year-old female patient who had essure (batch no. 654843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant gynecological conditions. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced back pain (seriousness criterion intervention required). On an unknown date, the patient experienced osteomyelitis ("jaw infections"), fatigue ("fatigue"), burnout syndrome ("burn-out-like symptoms"), pain in extremity ("pain in legs") and asthenia ("less energy levels"). The patient was treated with surgery (hysterosocpy followed by laparscopic tubectomie and removal essure bilaterally), physiotherapy, osteopathy and treatments with dentist / maxillofacial surgeon. Essure was removed on (B)(6) 2015. In (B)(6) 2015, the back pain, osteomyelitis, fatigue and burnout syndrome had resolved. At the time of the report, the pain in extremity and asthenia outcome was unknown. The reporter provided no causality assessment for asthenia and pain in extremity with essure. The reporter considered back pain, burnout syndrome, fatigue and osteomyelitis to be related to essure. The reporter commented: previous use of essure was denied. Essure removal was performed at patient's request due to back pain, pain in legs and less energy levels. Lot number: 654843 manufacture date: 2009-07 expiration date: 2012-07 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-may-2021: device removal questionnaire was received: date of birth was provided. Essure removal was performed via hysterosocpy followed by laparscopic tubectomie, at patient's request due to back pain, pain in legs and less energy levels. Events 'pain in legs' and 'less energy levels' were added. A lot number was received. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign-body material has been removed') in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.